Event description:
Csf leakage noted from stopcock connected to external drainage and monitoring system. Increased leakage noted when stopcock was clamped toward patient or toward the chamber. Dr. Notified and changed out equipment and no other drainage noted.